Manufacturer narrative:
The customer reported that the device would not recognize the therapy cable or test load. This was found in testing only, and there was no report of pt involvement. The device was evaluated at philips, but the symptom could not be reproduced. The device passed all standard testing and was returned to the customer site. Based on the customer's report, we consider this a malfunction. We cannot determine the cause, because we could not duplicate the symptom.

Event description:
The customer reported that the device would not recognize the therapy cable or test load. This was found in testing only, and there was no report of pt involvement.